Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an mpa swedish user report which reported the following missing the glucose alarm alert while wearing the adc device using freestyle libre 2 app. Per the report: on (B)(6) 2021, "the patient had severe hypoglycemia this morning, due to the fact that the is cgm, freestyle libre 2 stopped working during the night and did not sound the alarm. Was woken up by the family at about 7 am and was then unconscious, was able to take sugar at home and refreshed until 8 am, when a capillary blood sugar of 2.7 mmol/l". Customer was contacted and reported that additional "dextersol, sandwich and milk" was provided by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.